Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result of 3.05ng/ml generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat on a different instrument, the result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in liheparin plasma tube with gel separator and centrifuged for 10 minutes at 3500rpm. Samples are processed through the cta (closed tube aliquoter) directly from the primary collection tube. Qc was within the established ranges prior to and after the event. The customer declined service stating they did not believe it was a system performance issue and believed it to be an issue with sample handling techniques.